Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during maintenance, the buttons of the front panel of the subject device were not working. The service department of olympus australia checked the subject device and found that the reported phenomenon was duplicated and the electrical circuit board had failure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, it is assumed that the switch on the front panel failed due to an accidental failure of a device in the cp board. If additional information becomes available, this report will be supplemented.